Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cardiosave intra-aortic balloon pump (iabp) had helium leak symptoms. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and performed a helium leakage test and found that the helium value dropped by more than 20 psi within 5 minutes. Checked the gas supply system inside the console, hospital cart and the gas delivery line joints throughout the system, including tightening all joints. Changed the o-ring, buna (0354-00-0208) at the quick connecting area behind the machine and the o-ring and washer (0348-00-0185) at the external he gas tank. The fse performed another helium leakage test and found that the he pressure value dropped by 16 psi within 5 minutes (which is normal). The fse had the department continue to monitor the symptoms. Furthermore, on a later date another leak test was performed according to the service manual and no gas leaks were found. All functional and safety checks performed to meet factory specifications.